Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is an off-label usage of device, on (B)(6) 2025. On (B)(6) 2025, the patient¿s cgm was reading 83 mg/dl, and the bg meter was reading 33 mg/dl. The patient was asymptomatic. She went to the emergency room (ER) for evaluation due to her low bg meter reading. At the ER, the patient was treated with a glucagon injection. At an unspecified time during this event, the patient¿s cgm was reading 94 mg/dl, and the bg meter was reading 84 mg/dl. The patient was discharged home less than 24 hours later. The patient was ¿fine and stable¿ at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid prior to going to the ER. The reported glucose values fall within the a zone of the parkes error grid at an unspecified time. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.